Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not deploy any clips. The surgeon almost severed the cystic duct as a result, but did not. Another like device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device would not feed the clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling, the feed link was found to be broken, causing the experienced feeding issue. In addition, thirteen clips were found inside the clip track. No conclusion could be reached as to what may have caused the found damage.